Event description:
It was reported the patient received inappropriate shocks. When the pocket was opened, blood was found in the rv pace/sense port of the device. The port was cleaned and the lead was evaluated and no lead oversensing was found at all through the analyzer or the device. Two days later, the device patient alert tones sounded. Reprogramming the sensing configuration was unsuccessful. Oversensing could be reproduced and the lead was replaced. Because it was not clear if there was an issue with the pace/sense port, the device was also replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device was analyzed and no anomalies were found.